Manufacturer narrative:
A workaround solution was provided to the customer; grid switch calibrated. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the grid switch was unavailable and the system stopped during an exam on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.